Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Customer complaint of low blood glucose results. Caller performed a blood test - "lo". Results in memory were reviewed: (B)(6) at 4:20 p lo. No adverse event reported.